Event description:
While the surgeon was using the 5.0mm drill intraop, the tip broke inside the patient. Two pieces broke off inside the hip. The surgeon retrieved one piece and attempted to retrieve the second piece but was unsuccessful.